Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, diarrhea, and cloudy effluent for two days. The cause of the peritonitis was unknown. Hospitalization was not reported. The patient was treated with an unspecified antibiotic for two weeks (drug name, dose, route, and frequency not reported) for peritonitis. Action taken with dianeal therapy was not reported. Recovery status of the patient was not reported. No additional information is available.